Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during left ventricular (lv) lead implant procedure, due to patient anatomy abnormal, the lead dislodged when s slitting sheath. Considering the patient's vessel condition, physician replaced the lv lead with a different lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.